Manufacturer narrative:
The insulin pump had unresponsive up button due to flattened dome switch on keypad trace. No number ramping or scrolling on display noted by analysis. No cosmetic damage found on the case by analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.